Manufacturer narrative:
No ch2000s product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a spinning spiros¿, closed male luer where it was reported that an 84-year-old outpatient was receiving chemotherapy via bladder installation. When the nurse attempted to administer the chemotherapeutic agent, the connector at the end of the syringe came off and 1 to 2 milliliters of chemotherapy spilled onto the bed. The location was cleaned with blue pads, water, soap, and bleach. The patient reported that nothing touched the patient. There was patient involvement, but no patient harm.